Event description:
It was reported that patient underwent procedure utilizing a custom implant on (B)(6) 2012. Prior to the surgery, it was noted that the custom implant did not include the necessary bearing. The procedure had to be rescheduled.

Manufacturer narrative:
Evaluation of device planning records confirmed reported event. This lot consisted of one single unit.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.